Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was intended to be implanted within the common bile duct of a patient with pancreatic cancer on (B)(6) 2010. According to the complainant, the stricture was large and the patient's anatomy was extremely tortuous; however, no dilatation was performed prior to stent implantation. During the endoscopic retrograde cholangiopancreatography procedure, as the physician was deploying the stent under the aid of fluoroscopy, the distal flare of the stent appeared to be "squashed" and "folded in". As a result, the stent was not opening properly. The stent was still on the delivery system, so the physician attempted to reconstrain the stent; however, the stent was already deployed past the reconstrainment limit therefore, this attempt proved to be unsuccessful. During removal, the stent fully deployed unintentionally off the delivery system into the patient's common bile duct. The physician removed the delivery system from the patient, and then used a non-bsc snare, to successfully remove the stent. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.